Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Added information b5 added g2 health professional added e2 added e3 added h4 olympus did not confirm the event. The subject product could not be checked because it was not returned to the shirakawa factory. It was investigated based on the complaint information. The root cause could not be identified. Based on the facts obtained from the investigation, the cause could not be presumed because the phenomenon was not found during the inspection by the repair department. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before an unspecified procedure.